Manufacturer narrative:
(B)(4) - no predilatation, used after expiration - (B)(4). Evaluation summary: in this case, there was no reported product deficiency. The reported angina and re-stenosis are listed in the instructions for use (IFU) as a known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. In this case, the patient was hospitalized and was treated with a cutting balloon (additional therapy/non surgical treatment). It was reported that the xience v stent was implanted with no pre-dilatation. It should be noted that the IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. The direct stenting (no pre-dilatation) does not appear to have contributed to the reported patient effects as the patient effects were reported 3 months posts to the procedure. During review of the lot history records, it was noted that the expiration date of the reported lot number 7091961 expiration date 03/08/2008 had expired prior to the procedure date of (B)(6) 2008. The product and its packaging were not returned to abbott vascular; however, based on the lot history record review including the label attachments, the product was used approximately 5 months past the labeled expiration date. It should be noted that the instructions for use states: do not use after the "use by" date. It is unknown if this contributed to the reported occurrence. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported that approximately 14 months post direct stenting of a xience v stent in the distal left anterior descending artery (dlad), the patient began to experience chest pain. On (B)(6) 2009, the patient was hospitalized and per angiogram, was found to have approximately 70% in-stent restenosis of the dlad and a de novo lesion in the mid left circumflex artery (mlcx). Balloon angioplasty was done to the dlad and a stent was placed in the mlcx. There was no adverse patient sequela reported. One day post procedure, the patient was discharged. Although requested, there was no additional information provided.